Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and gynecare tvt was implanted concurrently with cystoscopy. It was reported that following insertion the patient experienced urinary frequency, urgency, recurrence. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2013 by dr. (B)(6) due to recurrent mesh extrusion, persistent genuine sui.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.